Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endoscopic tumor resection on (B)(6) 2013 and suture was used. The needle broke when putting it into the tocar. The needle was removed and the procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 10/30/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual needle that broke in the body was submitted for evaluation. Microscopic evaluation found that the needle exhibited amounts of intergranular and possibly some transgranular failure.